Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt failed an ECG fall off test. The cause for the failure was isolated to a defective u713 op amp on the distribution node pca. The root cause for the defective u713 op amp could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was displaying a service code 204.